Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney alleged the ventralex (device #1) was contracted upon removal. The patient's attorney alleged recurrent umbilical hernia. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No sample or medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2016- patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2) for recurrent umbilical hernia. It was noted that the previously implanted ventralex (device #1) had contracted into a ball and was removed. The patient is making a claim for an adverse patient outcome against the ventralex (device #1) and the ventralex st (device #2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney alleged the ventralex (device #1) was contracted upon removal. The patient's attorney alleged recurrent umbilical hernia. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No sample or medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510(k) number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 1 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions, mesh deformation and pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. Corrected fields: d1 (brand name) and g4 (PMA/510(k). This supplemental emdr represents the bard/davol ventralex st (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2016- patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2) for recurrent umbilical hernia. It was noted that the previously implanted ventralex (device #1) had contracted into a ball and was removed. The patient is making a claim for an adverse patient outcome against the ventralex (device #1) and the ventralex st (device #2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿the defect was cleared circumferentially and an infrafascial plane was developed. Then, a ventralex st (device #1) was placed and secured by sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex st (device #2) and removal of ventralex st (device #1). Per operative notes, ¿omentum and small bowel adherent to the previously placed ventralex st (device #1) appeared to be contracted into a ball and adhesions were taken down. A small ventralex st (device #2) was placed in an underlay position and secured by sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with removal of ventralex st (device #2). Per operative notes, ¿a ventralex st (device #2) was protruding through the defect was excised. Then a synthetic mesh was used for repair and tacked to the anterior abdominal wall.¿ attorney alleged that the patient had adhesions, mesh shrinkage, pain, hernia recurrence and emotional injuries.